Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving an alert for low out of range hv lead impedance on rv-svc vector. Dft test will be discussed with the physician. The patient will continue to be monitored.

Event description:
New information received indicates that the lead was explanted and replaced. No further information is available.

Event description:
New information received indicates that patient presented in clinic with high hv lead impedance after receiving a patient notifier. Noise was also seen on a live egm and reproducible with isometrics. No other electrical anomalies were noted. The patient was admitted will be scheduled for a lead revision.

Manufacturer narrative:
A partial lead with a distal tip measuring 52.5 cm was returned for analysis. Internal insulation abrasion was noted at 7.6-7.8cm and 20.4-20.8cm from the distal tip. Internal insulation abrasions breaching re cables lumen were noted at 17.8 cm to 19.0 cm and 31.2 cm to 32.2 cm from the distal tip. Internal insulation abrasion breaching svc cables lumen was noted at 45.2 cm to 45.8 cm from the distal tip. The etfe coating was intact at these locations. This was consistent with observations from the field.